Event description:
It was reported that (1) device was used during a gastric procedure. It was reported by the affiliate that the tlc75 instrument staples did not close properly. There was strong bleeding that occurred. The bleeding was stopped after suturing.